Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. A 2.25 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. An 8 fr non-bsc guide extension catheter was then used and when the stent delivery system went halfway through the catheter, the stent got caught and pulled back. The device was removed and it was noted that the stent came off the delivery system. No patient complications were reported and the patient's status was fine.